Event description:
Donation center reported to haemonetics on december 13, 2023 that they became aware from another donor of a 36-year-old male fatality from an unknown cause at his home on (B)(6) 2023, the day after his last donation with occurred on (B)(6) 2023. There were no noted issues with the procedure or the equipment used during the donation on (B)(6) 2023. The center's review of the donor's chart showed no past medical problems, no medications being taken and normal lab test results. Donor reported no known allergies or pre/post immunizations. Donor's vitals were normal on the day of the last donation. Donor was deferred on five occasions due to abnormal blood pressures. Donor had donated plasma since (B)(6) 2022 and had donated 31 times in the past year. The center has no information from attending physician or hospital representative regarding the cause of death. An autopsy was performed; however, it is possible the autopsy report will not be provided to the center by the family.

Manufacturer narrative:
A haemonetics field service engineer completed an inspection of the nexsys pcs 300. No anomalies were observed. Calibrations checked and adjusted as required. Device was tested and met manufacturers specifications. Level one and two quality control run and passed. Device was evaluated with no defects found. A review of the DHR reveals no issues during the manufacturing process that would contribute to this complaint. The device was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations, non-conformances or capas that would have contributed to the reported incident. The status of the disposables used with the system is unknown, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor death was related to the device or disposables used during the plasmapheresis procedure.